Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty on unknown date. Subsequently, the patient reported that the failsafe release has triggered multiple times unexpectedly, and the patient fell while using the medium strength spring. No further information has been provided.

Manufacturer narrative:
Upon reassessment, it was identified that this report was submitted under the wrong MFR. The initial report was submitted in error and should be voided. A new report will be submitted under 0001825034-2018-03817